Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of massive iliofemoral deep vein thrombosis with contraindication to anticoagulation was scheduled for vena cava filter placement. The right internal jugular vein was accessed and a venacavagram identified the level of the renal veins, ileocaval thrombosis and the size of the inferior vena cava. The filter was maneuvered to the appropriate position and deployed below the renal veins. Follow up venogram demonstrated successful deployment of the filter below the renal veins and above the caudal partially occlusive caval thrombus. The filter deployment sheath was removed and exchanged for a double-lumen central venous catheter and positioned centrally with the tip near the caval atrial junction. The patient tolerated the procedure well and remained in stable condition. Approximately eight months post filter deployment, the patient was scheduled for filter retrieval as the device was no longer indicated. The right internal jugular vein was accessed and venography of the ivc was performed which demonstrated anterior-posterior tilting of the filter with the hook embedded in the caval wall given the anatomic angling and course of the ivc. A snare device was advanced but was unable to secure the tip because of complete endothelialization of the filter. Multiple catheters and a guidewire were used in an attempt to bluntly dissect the apex of the filter from the caval wall, but was also unsuccessful. A final attempt was made with endobronchial forceps, but was also unsuccessful given the extent of the endothelization of the apex. Completion venogram demonstrated no evidence of vascular perforation. The patient tolerated the procedure well and remained in stable condition. The plan was to discuss aggressive retrieval techniques with the patient and referring physician. As the filter was designed to function as a permanent device, the risks and benefits of leaving the filter in place with or without anticoagulation would be discussed as warranted per hematology. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation and images have not been provided for review. However, medical records have been provided and reviewed. Approximately eight months post filter deployment, venography of the ivc was performed which demonstrated anterior-posterior tilting of the filter with the hook embedded in the caval wall given the anatomic angling and course of the ivc. A snare device was advanced but was unable to secure the tip because of complete endothelialization of the filter. Multiple catheters and a guidewire were used in an attempt to bluntly dissect the apex of the filter from the caval wall, but was also unsuccessful. A final attempt was made with endobronchial forceps, but was also unsuccessful given the extent of the endothelization of the apex. The filter remains implanted. Therefore, based on the provided medical records the investigation is confirmed for a tilted filter and difficulties removing the filter. Per the provided medical records, the filter was tilted. A tilted filter could lead to retrieval difficulties. Based on the available information, it is unknown how the filter became tilted. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - perforation or other acute or chronic damage of the ivc wall - filter tilt - filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: medical records were received and reviewed. The patient with history of massive iliofemoral deep vein thrombosis with contraindication to anticoagulation had a vena cava filter successfully deployed below the renal veins and above partially occlusive caval thrombus. Approximately eight months post filter deployment, during scheduled filter retrieval, venography demonstrated a tilted filter with the hook embedded in the caval wall. Multiple devices were used in an attempt to remove the filter; however, the filter was unable to be retrieved. The patient tolerated the procedure well and remained in stable condition. No additional information was provided in the medical records received.